Manufacturer narrative:
(B)(4). The hospital is in possession of the device and the return is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that during the device and lead replacement procedure, the patient was not dependent, so no magnet was placed over the device and electrocautery was used. When electrocautery was completed, the patient was noted to be in ventricular fibrillation (vf). It was felt that vp-ns induced the vf. The patient converted on their own.

Manufacturer narrative:
(B)(4). The return of the product was requested. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited noise, oversensing and low out of range pacing impedance measurements less than 200 ohms. An invasive procedure was performed. The lead was cut and surgically abandoned and the device was explanted and replaced. No additional adverse patient effects were reported.